Event description:
It was reported that a small volume folfusor did not infuse at all after connection to the patient. The device was filled with 2721.6 mg of fluorouracil ((non-baxter product) diluted with 5% glucose (non-baxter product). The total fill volume was 100 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 15a053 was manufactured between january 29, 2015 and january 30, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. The device was visually inspected and functionally flow tested. The device showed no abnormalities that could have caused or contributed to the reported condition. The reported condition could not be verified, as the device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.